Event description:
Complainant alleged that the device would not power-up in battery mode during biomed testing and routine preventative maintenance of the device. The complainant indicated that there was no patient involvement in the reported malfunction.